Manufacturer narrative:
Gore imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Image provided is not a radiographic image and therefore cannot be evaluated. Engineering evaluation summary, the device evaluation performed on the returned image showed a portion of the constraining loop was left in the handle of the device following the removal of the constraining mechanism. Based on the findings from the evaluation the physician¿s observation that ¿a significant amount of the wire was protruding out of the delivery system¿ was confirmed. The constraining loop was confirmed to have become detached from the constraining mechanism and the physician¿s statement that the ¿constraining wire breaking off the deployment handle¿ could be confirmed. The root cause of the constraining loop remaining in the handle after the removal of the constraining mechanism could not be determined with the available information. No manufacturing deficiency has been identified.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The gore clinical specialist reported the following: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported ¿the complaint is in regards of a constraining wire breaking off the deployment handle. A significant amount of the wire was protruding out of the delivery system, so it was removed with a hemostat without trouble. The graft was successfully deployed without any further problems and no cuff was needed.¿ reportedly the aortic neck was significantly angles, 45 degrees cranial for parallax correction. On initial deployment, the graft landed low, so it was constrained and re-advanced. There was significant force applied to advance the graft due to the tortuosity and wall apposition. The patient tolerated the procedure.